Event description:
During an in clinic follow up, episodes of post-paced t-wave oversensing were observed. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.

Event description:
Additional information was received indicating additional episodes of post paced t wave oversensing were noted on the device. Technical support was contacted and recommended additional reprogramming to resolve the event. Additional reprogramming was performed. The patient was stable.